Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen not functioning correctly with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: the customer informs that her pen " not go down by number " omnitrope 5mg/1.5ml batch number 17062002. The customer informed that when presses the pen, it descends quickly and when it arrives in the last numbers goes slowly, even pressing without force the piston descends very fast.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen not functioning correctly with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: the customer informs that her pen " not go down by number " omnitrope 5mg/1.5ml batch number 17062002. The customer informed that when presses the pen, it descends quickly and when it arrives in the last numbers goes slowly, even pressing without force the piston descends very fast.¿